Event description:
It was reported that there was a general complaint that when using incompatible syringes the volume detected when loading the syringe module not matching the volume visualized in the syringe. The incompatible syringe was programmed as a different brand of syringe. Reportedly a 10 ml incompatible syringe was filled to 5 ml and the syringe pump detected less volume than what was in the syringe (it was variable by less than 1 ml). There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported that there was a general complaint that when using incompatible syringes the volume detected when loading the syringe module not matching the volume visualized in the syringe. The incompatible syringe was programmed as a different brand of syringe. Reportedly a 10 ml incompatible syringe was filled to 5 ml and the syringe pump detected less volume than what was in the syringe (it was variable by less than 1 ml). There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.